Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the front therapy electrode. Follow up indicated that the patient had a seizure, unrelated to the lifevest, and was admitted to the hospital. The lifevest was removed at that time and the irritation healed. It is unknown if the lifevest was removed due to the irritation or due to hospital policy when the patient was admitted.